Event description:
On (B)(6) 2010, the pt reported he continues to receive e4 (occlusion) errors on his insulin infusion device while trying to bolus. He stated that last night, he changed his infusion headset and tubing twice and changed the tubing again this morning. He has had no issues with his site. He stated that since yesterday, he has used 10 different sets of tubing from 2 different lots. He uses an insertion device to insert his headsets. The pt was instructed to disconnect from his headset and prime. He received an e4. He was then instructed to disconnect the tubing from his device. He changed his infusion set and bolused without error. A request for additional training was submitted. The pt called back 1/2 hr later and stated he received another e4 when he tried to prime the infusion set. He said that after the original report he replaced the insulin cartridge. He stated that when he primed the infusion set he noticed the flow of insulin would stop and then would "shoot out like it was clogged." He received an e4. He said he sometimes "bangs" his infusion device against the counter to clear the occlusion error. He was instructed to remove the tubing from his device and prime. Insulin emerged from the adapter without error. He changed the infusion set and primed. He received an e4. He changed the tubing 6 times during the call but the issue persisted. He was advised to switch to an alternative method of insulin delivery until he receives the replacement infusions sets. No blood glucose concerns related to this issue were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. The infusion set was replaced and requested to be returned for eval.